Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up report.

Event description:
It was reported that a screen went blank, the vent switched itself off and then back on again. No injury has been reported.

Manufacturer narrative:
The date of the reported issue was on (B)(6) the delivered logfiles are only going back the earliest to (B)(6). During repair at the hospital the pcb pneumaticcontroller was exchanged. It was not available for the investigation. Due to this it is not possible to determine the exact root-cause for the observed event. The user described that the device powered off and on again, this indicates a device warmstart. In this case an audible alarm will be generated and an emergency-breathing valve opens allowing for spontaneous breathing. After a succesful warmstart (duration 8 seconds) ventilation continues with the set parameters. The user stated that no alarms were noticed. The internal monitoring tests the alarm stages on a regular basis. If there is a technical problem of the alarm function, the device will post adequate alarm messages. In case of a simultaneous alarm-situation the alarm will be generated by a secondary alarm source. Dräger requests testing a device after repair according to manufacturer's certificate, this includes testing the alarms. As the logfiles provided do not contain any technical failures after the event the device works according to specification since repair.